Event description:
The customer reported that a negative antibody screen was observed on the provue analyzer for a patient with an anti-k. Ocd's medical director has evaluated this event for serious injury. This event has been classified as not a serious injury. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site and performed a pm and ran provue diagnostics. All modules passed. Instrument is operating as expected. This customer has not logged any complaints against this analyzer since this incident. (B) (4).